Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the cx. During the procedure dissection occurred and was treated with implant of a resolute onyx des. Patient recovered. Investigator assessed the event as not related to the anti-platelet medication or index device.

Manufacturer narrative:
Resolute onyx lot# 0009052057 caused the dissection. The investigator assessed the event as probably related to the index device. If information is provided in the future, a supplemental report will be issued.